Event description:
The complaint is reported as: luer-lock connection with white head is broken. This device was inserted on (B)(6) 2020, and found broken on (B)(6) 2020. It was reported the device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc for evaluation. Signs-of-use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the proximal extension line contained a tear directly adjacent to the luer hub. Microscopic examination confirmed the tear. The catheter body was also noted to be cut. The total catheter length measured 263 mm, which implies at least 47 mm were cut off and not return per the catheter graphic. The proximal extension line inner diameter measured 0.057", or 1.4478 mm, which is within the specification limits of 1.42-1.50 mm per the extension line extrusion graphic. The proximal extension line outer diameter measured 2.175 mm, which is within the specification limits of 2.13-2.21 mm per the extension line extrusion graphic. A lab inventory syringe was used to inject water through all three extension lines. When injecting the proximal lumen, water was observed exiting out of the hole in the extension line. No defects or anomalies were observed when injecting the distal and medial lumens. A manual tug test confirmed that the distal and medial extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The proximal extension line contained a tear adjacent to the luer. A device history record review was performed, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: luer-lock connection with white head is broken. This device was inserted on (B)(6) 2020, and found broken on (B)(6) 2020. It was reported the device was replaced. No patient harm reported. The patient's condition is reported as fine.